Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 467 mg/dl and other blood glucose values were 597 mg/dl and 267 mg/dl and 411 mg/dl. Customer had symptoms like very anxious, extremely thirsty, nauseous and stomach was queasy. The customer was treated with intravenous insulin. Customer does not allege that insulin pump was under delivering. Customer reported that the drive support cap appeared to be normal. The insulin pump will not be returned for analysis.